Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ping meter was indicating the battery icon symbol. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2012 at 9am. As part of her diabetes regimen, the patient claimed she is on an insulin pump. Due to the alleged issue, the patient claimed she increased her dose to 20 units of humalog insulin from (B)(6) 2012 - (B)(6) 2012. It was noted that 22 hours after the alleged issue began, the patient reported feeling irritable and tired; however denied seeking medical treatment. At the time of troubleshooting, the cca noted the patient was not a 1st time user of the subject meter, there was no misused of the meter, and required no battery replacements. The alleged issue was not resolved. Replacement products were sent to the patient. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient's symptoms do not meet the criteria for a serious injury and the patient did not receive medical intervention. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The meter and test strips were replaced and requested back for investigation. Lifescan (lfs) received the meter involved with this complaint; however the investigation has not been completed. If the test strips are returned, lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed. The 510(k) # is k082590.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.